Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 407 mg/dl. It was unknown that auto mode feature was active at the time of high blood glucose event. Customer stated that insulin pump had keypad anomaly complaint. Customer stated that insulin pump keypads hard to press and it took time before it responds and insulin pump passed self test. The customer stated that the numbers were not ramping or the scroll bar was not moving up or down with no input from the user as or up down button may be stuck. The device will be returned for analysis.